Event description:
Patient had hard tissue replacement (htr) implanted (B)(6) 2008. The brain was swollen, a ventricular catheter was used to drain csf. About a month later, noticed the htr implant was bulging out of the skin, had lifted up about 1cm. A 3d CT scan was done, saw where one 2 hole plate and the 6 hole plate had popped off of the implant, still fixated to the skull. Revision surgery done (B)(6)2009, removed all plates and screws, put in another catheter, drained more csf, closed with 3 plates.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Two part numbers of screws pulled out, see 1032347-2008-00015.